Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results and a corrected report was issued. They also stated that there have been no other discrepant results reported since the incident and the system is currently operational. The cause of the event is unknown.

Event description:
The customer reported discrepant sodium, potassium and chloride results when run on an rp 500 and compared to an rp 400. These were capillary samples. There was no report of injury due to this event.

Manufacturer narrative:
Review of the instrument data files do not indicate any performance issues with the sensors around the time the discordant samples were reported. The data suggests that the sample may have become contaminated by salt from around the sample port/luer area, which may have contributed to the discordant results. Because the cartridge was not returned for evaluation, final root cause for the discordant sample cannot be determined.